Manufacturer narrative:
The baxter technician found the patient right caregiver control needed to be replaced. Per the hillrom service manual, it is necessary for the centrella¿ bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Plug the bed into a power outlet. Make sure all functions on the caregiver control panel operate correctly. Repair or replace the siderail if necessary. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in jan 24, 2024. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the patient right caregiver control to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report from a baxter technician stating the bed would go into trendelenburg position on its own. The bed was located at the account. There was no patient user injury reported. This report was filed in our complaint handling system as complaint : (B)(4).